Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the screen had become stuck in reboot mode. A field service engineer had the customer to turn off the refrigerator and reboot the medstation while powering on the helmer refrigerator, referencing the knowledge article titled ¿medstation stuck on ¿initializing device manager¿ screen; es refrigerator failed". The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user rebooted the machine, but it got stuck on "initializing" so the user turned it off and unplugged it for few minutes, then tried but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.